Manufacturer narrative:
Procedural media was provided in the attached literature article. The media was already reviewed by the authors of the literature article and did not require further review from bsc b3: bsc aware date used for event date. Literature citation: rajiah, ps, (january, 2024). Imaging evaluation following transcatheter left atrial appendage closure. Semin roentgenol. 59 (1): 121-134 doi 10.1053/j.ro.2023.11.003.

Event description:
Reported via journal article - figure 6. It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date post index procedure, it was discovered on computed tomography (CT) imaging that the patient experienced a peri-device leak which was communicating with the distal laa. No other details were reported.